Event description:
A report was received that the patient's pocket was revised because, the ipg's location was uncomfortable. The ipg was moved from the buttocks to the right abdomen area, two extensions were added. The patient was reportedly doing well.